Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use one endeavor resolute rx drug eluting stent to treat a 100% cto lesion located in the cx artery. The device was removed from it's packaging and inspected prior to use with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device, but no excessive force was used. The device was on neutral pressure. It was reported that the device did not cross the lesion and a guide wire was used to imprison the distal tip of the catheter guide, when removing the system from the patient. During the passage through the right radial artery, the stent dislodged. The dislodged stent was moved to the radial artery using another guidewire and remains in the vessel without compromising the flow. No patient injury was reported. Another stent was successfully implanted. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
The images capture the lesion morphology of the cx artery as reported by the account. The proximal cx artery was severely occluded. The images capture the pre-dilation of the lesion site. There is no evidence of the attempted use or unsuccessful delivery/subsequent dislodgement of the endeavor resolute stent in the cx artery. Therefore the issues encountered by the endeavor resolute device cannot be confirmed. The images show the successful implantation of another stent as per event description. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.